Event description:
Initial ((B)(6)2025): this reportable incident was received via email in reference to compound w freeze off plantar kit. On an unreported date, the consumer activated compound w freeze off plantar kit to use for an unknown indication and a "instead of an initial click to activate, it like exploded inside and the whole pen went cold and no longer works." No other information was provided by the consumer and there were no injuries reported. Meddra version 27.1. Device expulsion: unexpected. According to the company reference safety information.